Event description:
It was reported that during an unk procedure, the device but did not staple. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 5/4/2009. Information anticipated, but unavailable at this time.